Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) received a report that the touch screen of the s5 pump was unresponsive during set-up. The screen then flipped to the menu page in off mode. Power cycling the pump and cleaning the screen did not resolve the problem. The touch screen kapton-tail date code was received and as a result sorin group deutschland determined that the issue was due to liquid penetration into the touch screen. A CAPA was implemented and is on-going to investigate this type of problem. A change order was generated as a corrective action. No nonconformities were noted during device history record review.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.